Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient and after catheter inspection required, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code # 50 and the unit stopped for about 30 minutes. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
The fse that evaluated the unit was able to observe error #50 in the fault logs and was also able to reproduce the reported issue. After the visual inspection of the unit was performed, the fse found metallic dust and resin dust on the inside of the console adhered to the internal parts. So, in order to solve the issue, the fse replaced the motor control pcb, pump assembly, drive manifold, pneumatic reservoir, assy crm japanese, safety disk and the main board . After replacing those parts, preventive maintenance including calibration, system functional check, electrical safety test were performed. Then a running test was performed for approximately 48 hours from 1 february 2022 to 2 february 2022, and for approximately 72 hours from 11 february 2022 to february 13 2022 with no anomalies or malfunctions noted. The unit was then returned to the customer and cleared for clinical use.